Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of hospitalized high blood glucose value of 27.2 mmol/l. The customer was taken to the hospital due to diabetic ketoacidosis. The customer stated that no delivery occurred at night. The customer changed the set and reservoir 3 times. The customer reported drive support cap to appear normal. The insulin pump was not returned for analysis.